Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the given clinical information, the root cause of the ischemia issue was patient condition related to diseased/ small vessels. The failure mode will be monitored and trended.

Event description:
The patient exhibited bleeding from all sites and heparin was withheld until oozing subsided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 47-year-old female patient on impella support was unable to move hand/fingers and arm post implant. Arterial flow assessed and low/no flow visualized to lower upper extremity. The physician opened the impella access site and manually pulled back repositioning sheath within graft to ensure sheath was not entering axillary artery. Minimal improvement to flow reported. On exam, the patient showed to have very small vessels throughout and nothing further to be done at this time, improvement in passive range of motion reported.